Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the insulin pump had exposed to moisture. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.